Manufacturer narrative:
Additional information was received that the patient was admitted to the hospital.

Event description:
A report was received that following a revision procedure, the patient was experiencing pain at the ipg site. The physician believed it was procedure related. The patient was prescribed with lidocaine cream along with topical ointment.

Event description:
A report was received that following a revision procedure, the patient was experiencing pain at the ipg site. The physician believed it was procedure related. The patient was prescribed with lidocaine cream along with topical ointment.